Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image consistently goes out of focus and becomes blurry, during an inspection for use procedure involving an olympus high definition lcd monitor. There was no patient injury reported.